Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl; cause was unknown, however customer indicated being sick, as well as having service issues with the non-tandem continuous glucose monitor (cgm). Bg was addressed via a correction bolus and drinking water. The customer was instructed to consult with their healthcare provider regarding bg level.